Event description:
It was reported that a symptomatic (muscle stimulation) patient presented in clinic during follow-up in backup vvi. The hardware byte indicating the device had not reached hw eri. At least one cell impedance measurement from the amd memory having a higher value, further troubleshooting could not be performed. Device replacement will be scheduled electively due to device approaching eri. Backup vvi status report was not received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.